Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr setup a new circuit, caps and tubing. He bypassed the blender and humidifier, ran patient circuit calibration and found that it was set to 33 cmh2o. He adjusted pressure regulator #3 to bring up the pressure to 39-43 cmh2o. The fsr performed performance checks calibrations and ran the ventilator for over an hour without any fluctuations or drifting. The fsr was unable to duplicate the reported issue using a new circuit and performing both calibrations. Customer blender is most likely issue since it's dated 2002 manufacture.

Event description:
The customer reported while using the 3100a ventilator, the map monitor values bounce around. The customer reported there was no patient involvement associated with this event.